Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, and h10. This device is manufactured in 2004; since that is more than 15 years ago, the records are not available for checking. The damage to the cable is likely to be due to the handling of the user. The instructions for use at the time of product shipment includes the following statements that can prevent the cable damage: ·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. Manufacture date is not known. Upon inspection and testing, it was observed that the device yielded no image. This was attributed to the faulty cable unit. In addition, the tip of video connector housing is equipped with a non-olympus part. Corrosion was found on charge couple device (ccd) unit and there is condensation in the ccd lens. The user¿s complaint of inconsistent chip reading could not be confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
The device was returned for servicing for an issue for an inconsistent chip reading during preparation for use. At the time of inspection and testing, it was observed that the device yielded no image. This was attributed to the faulty cable unit. There is no patient involvement and no harm reported to any patient. This medwatch is being submitted for the reportable issue of no image.